Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure at t2 to pelvis. On (B)(6) 2024 radiographs identified 2 tulips separated from the shanks, surgeon prerogative was to continue to monitor the patient no revision planned.

Manufacturer narrative:
No device was returned for evaluation as they remain in-situ, no radiographs or images provided so the complaint could not be confirmed. Review of the reported event and communication with the rep identified that 8 months postoperative two tulips separated from the shanks. No lot numbers were provided. The patient's postoperative physical activity is unknown. It is unknown if fusion was completed. No root cause could be determined with the information provided however, extended non-fusion, implant selection and placement, and excessive postoperative physical activity are possible cause or contributors. Monitoring will continue and no additional investigation can be completed at this time. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Labeling review: "warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct..." "Compatibility...all implants should be used only with the appropriately designated instrument (reference surgical technique)." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com." 9401879-en p-12/2018.